Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was treated with unspecified oral and intraperitoneal antibiotics (dose, duration and frequency not reported) for the peritonitis event. The patient was reported to have recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested by abdominal pain, nausea, and cloudy effluent. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics and was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 13f12h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).